Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a reported complaint on 10-oct-2019 of "potential endoscope contamination". The reported complaint was that a foreign body was found in the bronschoscope, involving pentax medical linear ultrasound video bronchoscope, model eb-1970uk, serial number (B)(4). No additional details were provided at the time of the time of notification. Multiple good faith efforts have been made, with no additional details being provided, including a call to the reported on (B)(6) 2019. The reporter requested we resend the questions via email directly to him and he would forward them to the appropriate person to respond. The loaner bronschoscope was returned to pentax medical on 11-oct-2019 and evaluated on 22-oct-2019. The service technician documented the following inspection findings: passed wet leak test, passed dry leak test. The duodenoscope is undergoing repairs including the following components: balloon feeder/return tube, operation channel, bending rubber, biopsy inlet t-piece, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5). Pentax medical linear ultrasound video bronchoscope, model eb-1970uk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 13-apr-2017. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The video bronschoscope is currently awaiting qc final approval and organic sampling as of 06-nov-2019.